Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 10 mm diameter abdominal aortic aneurysm. There was a pre-operative aneurysm rupture. It was reported that the patient presented emergently approximately 10 years post the index procedure with a type iii endoleak on the left limb of the aneurx stent graft. The endoleak was repaired with an endurant limb on the same date. It was reported that the patient was stable after the intervention and the endoleak was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.